Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6 and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the issue was resolved by replacing the cable, there was likely no abnormality with the subject device.

Manufacturer narrative:
The user facility reported to olympus that the reported problem was resolved after a cable was replaced and assigned the cause of the problem to the cable.

Event description:
A user facility reported to olympus that the signal was lost when touching the bcn connector on the rear of the unit. In addition, it was reported that the image was lost during the procedure. There was no patient injury or harm, associated with the problem, reported to olympus.